Event description:
It was reported that transmission attempts to the carelink monitor were unsuccessful after a battery voltage drop and that after a programmer interrogation that the carelink monitor was again able to connect. The implantable pulse generator (ipg) was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was a part of the reported recall but did not test according to that recall. Product event summary: (B)(4) -the device was returned and analyzed. Analysis of the device revealed a integrated circuit lock up. (B)(4).